Manufacturer narrative:
The safety bar was difficult to operate due to corrosion in the trigger assembly, but no unintended activation was observed.

Event description:
It was reported that during a surgical procedure at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.